Event description:
It was reported that during the surgical procedure, a hole burnt through the insulation of the monopolar curved scissors instrument. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that a hole was burnt through the instrument main tube and part of the tube extension, indicating that arcing had occurred. A hairline crack was also found on the distal end of the main tube, which may have been caused by excessive side loading on the instrument. Based on this discovery, engineering concluded that the instrument arced during the surgical procedure and the source of the arcing most likely originated from the crack found in the main tube. No other damage was found.